Manufacturer narrative:
The product was unavailable for return as the device was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2013. According to the report the device was found to be malfunctioning and was explanted on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.